Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer. During an external visual inspection it was observed that the heater tray appeared to be slightly touching on the front, left corner. There were no visual indication of particulates within the cassette compartment. An as-received simulated treatment was initiated and failed during dwell 2 when a ¿sb supply bag lines are blocked¿ alarm occurred caused by the cycler continuing to pull from the empty supply bag and not switching to the next supply bag. The problem was fixed by swapping the empty supply bag 1 with the full supply bag 2. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and valve actuation test. The load cell verification was out-of-specification after the test failed at 2000 g and 4000 g checks. Troubleshooting of the heater tray led to contact with the top cover cabinet, an interior inspection showed that the load cell was misaligned on the load cell bracket. After straightening the load cell on the bracket, the heater tray was no longer touching the cycler top cover cabinet. After adjusting the load cell, the load cell verification was within tolerance. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Additional information: h6- patient code (insomnia- no code available).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient receiving a balloon valve leak alarm, re-setting up supplies, and then receiving the alarm again during fill 3. The patient indicated they had a drain of 5203 ml during drain 0 after re-setting up supplies. A review of the patient¿s treatment records identified that this drain volume is 208% of the patient's prescribed fill volume of 2500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was reported that the patient completed treatment on the date of the event. The pdrn indicated that the patient experienced symptoms of increased fluid retention under the skin and insomnia after the overfill. There was no report of immediate medical intervention to address the patient¿s symptoms. The patient has received a new cycler and continued pd treatment. However, the pdrn reported the patient continued to have ultrafiltration issues. The cycler was reported to be returned to the manufacturer for physical evaluation.